Event description:
A non-health care professional reported that malfunction of the vitrectomy cutting function occurred during cataract surgery with intraocular lens implant. The procedure was completed successfully after replacing it with new one. The extended duration of the procedure led to temporary patient discomfort/unrest.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).